Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/11/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the hip on (B)(6) 2016. Patient's mother reported that the patient had little red bumps all over the hip area, directly under and around the sensor insertion site. On (B)(6) 2016, the patient visited the doctor to address the skin reaction. The doctor recommended the use of flonase and eucerin to alleviate the skin reaction. The affected area was treated with eucerin lotion and then flonase. At the time of contact, the patient was in good condition. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.